Event description:
It was reported that following a pump replacement in 2009, (see manufacturer's report # 3004209178-2009-03443 for previous events), the patient experienced an increased fever, ashworth scores of 3-4, and posturing. Two separate 25 mcg therapeutic boluses were programmed and delivered with minimal if any response. Simple continuous baclofen dose was increased to 260 mcg/day. A lumbar puncture was performed in order to sample the cerebrospinal fluid to rule out an infection; the results were negative. The patient was administered intravenous valium and chlorohydrate. The patient appeared more comfortable throughout the night. The patient was also administered clindamycin for post-operative infection prevention; it was possible the side effects which were "mostly gastrointestinal" were contributing to the patient's situation. As of 2009, the patient's status was significantly increased tone and a cpk of 2053 (which had been fluctuating since hospital admission from 300 - current high of 2053). The patient was being administered oral baclofen and intravenous benzodiazepines. The pump dose was increased to 290 mcg/day. It was later reported that the patient may have had underlying dystonia which was not responsive to baclofen. The hcp believed there might have been a catheter micro tear. A previous dye study had been performed which was normal. The patient underwent a catheter replacement in 2009. During the catheter revision nothing notable was found; the patient had good cerebrospinal fluid flow. Per the manufacturer's representative, the patient seemed to be recovering well without any issues.

Manufacturer narrative:
Used for "gastrointestinal symptoms (unspecified) and abnormal lab values (cpk).